Manufacturer narrative:
The manufacturer's svc rep performed an on-site investigation. The milli-amp limit was calibrated and the radiation dose measured as normal. The sys operates as intended. This event may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the 9800 sys would lock up during fluoroscopy. No pt injury was reported.